Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that "something was wrong with the stimulator". The patient reported that there was too much stimulation in the legs and the top part is not working. The patient has an appointment scheduled on (B)(6). It was also reported that a manufacturer's representative (rep) would be present at the appointment. Additional information was received from a consumer regarding the patient on june 26, 2017. It was reported that the patient had a lead surgically replaced on (B)(6) 2017 after she fell in the bathtub and the ¿top level¿ was not working to relieve her pain. She fractured her arm and sustained other injuries when she fell; however, it was not noted that the fall was caused by the device or therapy. She could not stand up for five minutes because the pain was so bad. The patient was crying all the time and was taking ¿oxycodone 325.¿ the patient was also given injections, but they didn¿t help her pain. Additional information was received from the manufacturer representative regarding the patient on (B)(6) 2017. It was reported that the lead was replaced for improved coverage. No further complications were reported or anticipated.